Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 15-sep-2021, UDI#: (B)(4). H3 ¿ analysis of the communicator found ¿tm90 micro usb port is visually damaged - micro usb charge port is loose and rattling¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that their communicator was fully charged, but when they pressed the power button, the blue light did not turn on. Per the patient, the green light was on the communicator even when it was not plugged in. A replacement communicator was requested from the repair department because it wouldn't power on and the green light was on despite being unplugged.